Event description:
Customer reports needle does not retract. Customer states lancet is protruding after firing while using the multiclix lancet device. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.